Event description:
It was reported that a farawave 31 mm during procedure presented a guidewire stuck. Right inferior pulmonary vein (ripv) was being treated, and the wire was not moving at all. Physician removed it from the patient, tested it again trying to advance or remove the wire from the catheter, and it was stuck about 3 cm out of the tip. Rep asked him to form a flower configuration, and it was not forming properly. He asked for a new catheter and wire. Then the procedure was completed without patient complications. The catheter is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.